Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor clinical gel sltx gel prosthesis, catalog: 354-4507g, lot: 217510. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent primary breast augmentation with mentor clinical gel sltx gel prostheses as part of the core gel study. During physician consultation, pain was diagnosed in the left breast, beck, and shoulder. The pain radiates down left arm and left thumb accompanied with a numbing sensation. The pain has persisted over the last two years and is more significant over the past six months. At the time of this report, mentor has received no information regarding explantation or expected explantation date.